Manufacturer narrative:
The risk assessment concluded as follows: severity: if unnoticed, a shift performed twice could put an organ-at-risk in the path of the mv beam, and potentially result in death or severe injury. (Major). Likelihood: the initiating event is human error, the likelihood probable. The workflow is unusual, to result in harm, the user must: choose to resend the move when there is a visual indicator on the cma activation that the results have been received by mosaiq and move the patient using the asu buttons even though this task will have been recently completed.

Event description:
The customer reported of the possibility to apply the shifts twice.